Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he experienced diabetic ketoacidosis with blood glucose level of 650 mg/dl and faced two bents in the cannula. Moreover, on (B)(6) 2019, he experienced a heart attack which occurred while he was sleeping. On the same day at 06:00 pm, the patient was hospitalized with blood glucose level over 650 mg/dl. He was admitted to the cardiac care unit for 2-3 days, where he received liquids and medication (drug name unknown). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.